Event description:
It was reported that the pump was explanted and replaced, due to an unrecoverable motor stall. The pump contained lioresal. No pt injury was reported; the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. This report is being submitted late due to a delay by a manufacturer's employee. A process improvement plan and training are in place.